Event description:
(B)(4) found error code 810:11. Ail sensor out of tolerance. This is the air in line and occlusion pressure sensor. During device testing, error codes 810:11 was reproduced during the occlusion pressure check out procedure. The ail sensor needs calibration. Pump pulled out of service and will be sent to baxter healthcare for calibration / repair.